Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs for the libre sensor kit indicated by the serial number provided by the customer were reviewed. The dhrs showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer had a skin reaction while wearing the adc freestyle libre sensor and experienced redness and puss at the sensor site. Hcp contact was made on (B)(6) 2020 and the customer was prescribed the antibiotic/corticosteroid, betacorten g (betamethasone/ gentamicin) cream, for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a customer had a skin reaction while wearing the adc freestyle libre sensor and experienced redness and puss at the sensor site. Hcp contact was made on (B)(6) 2020 and the customer was prescribed the antibiotic/corticosteroid, betacorten g (betamethasone/ gentamicin) cream, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Performed visual inspection on the returned sensor, no issues observed. The adhesive was not returned with the sensor. No malfunction or product deficiency was identified.